Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, the patient's right ventricular (rv) lead exhibited high impedance and a fracture. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.